Event description:
The defibrillator coaching pad wire broke during CPR, requiring new pads to be applied. Dates of use: (B)(6) 2016 - (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.